Event description:
It was reported that after the patient underwent non-device related surgery, the lead exhibited loss of capture. The patient was in poor health with a heart rate in the thirties. After surgery, the patient became septic and passed away. The physician did not believe that the patients death was device related. Exact date of death was unknown.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.